Event description:
"Was not possible to screw out the lead, after second positioning attempt;" high thresholds, mechanical problem, at implant attempt. Device subsequently tested out of specification during manufacturer's analysis.